Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited fluctuating pacing impedance measurements from 300 to 2000 ohms. Fluctuating ventricular threshold measurements were also observed. Boston scientific technical services (ts) indicated that the fluctuation may likely be due to sub-optimal insertion or lead issue. Additional information reported that noise was observed as well. The lead was surgically abandoned while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.